Event description:
The reporter states that he obtained a "hi" (greater than 600mg/dl) and 171mg/dl blood glucose comparison on the accu-chek advantage meter. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent and return requested.